Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. This issue has been escalated to CAPA. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that alarms when trying to use. This condition had the potential to interrupt delivery. This condition was found in the step down unit department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.